Event description:
The customer reported that while the unit was in use on a patient, the unit showed no pressure and ECG readings, and the unit stopped pumping. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The reported problem could not be duplicated. The company representative recommended, as a precautionary measure, the replacement of the front end, but the customer declined. The unit was tested to factory specification. It functioned normally and was returned to the customer.